Event description:
On (B)(6) 2011, the device was implanted and a revision surgery was scheduled for (B)(6) 2013. The surgeon states that the patient hardware, matrix and tpal, from a l2-l5 tlif (transforaminal lumbar interbody fusion) procedure malfunctioned. The surgeon reviewed the lateral and anterior-posterior x-rays and noticed that at least two matrix locking caps became dislodged. The l4-l5 tpal cage migrated posteriorly. The surgeon noticed that two set screws were completely dislodged (rl2 and rl5) and several other screw sets were loose. The right l3, left l4, right and left l5 screws were removed and replaced with larger diameter screws. The l4-l5 tpal cage was removed from spinal canal and replaced with a larger cage. New rods and eight new set screws were placed within the patient. The sales consultant states that the revision surgery was completed successfully. This is 4 of 15 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history records report states that the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.(B)(4)

Event description:
This is report 15 of 16 for complaint#(B)(4).

Manufacturer narrative:
A manufacturing evaluation was performed on the returned ti matrix polyaxial screw. Visual inspection revealed on the body of the screw there are nicks, scratches and spots on the periphery of part with heavy grind marks on lower radius radiating onto the flat, with nick on lead on internal thread. On the collet there are indications of rod slippage on one side only in the rod slot with a nick on internal diameter in rod slot and grind mark on external side of rod slot. The screw has nicks and scratches on the sd25 face. Dimensional measurements were within specification. All described nonconformities are post manufacturing; complaint is invalid from a manufacturing perspective.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that sixteen parts were received with complaint category "implant migration". The legal consultant reported that the patient experienced post-operative pain caused by the click-x screws becoming loose and the rod dislodging from the tulip head of the screw. The rods are used with the matrix spine system-degenerative for posterior pedicle screw and rod fixation of the spine. The locking caps are used widely throughout spine fixation systems. For the context of this complaint, the locking caps are used in the matrix spine system-deformity for posterior pedicle screw, hook, and rod fixation of the spine. The spacer is used widely throughout spine fixation systems. For the context of this complaint, the spacer is used in the matrix spine system- degenerative as a minimally invasive instrument for use with the matrix spine system. The poly ax 45mm screws are used with the matrix spine degenerative for posterior pedicle screw and rod fixation of the spine. The poly ax 40mm screws are used widely throughout spine fixation systems. For the context of this complaint, the screws are used with the matrix spine system-degenerative for posterior pedicle screw and rod fixation of the spine. For part 04.632.000, the design is deemed to be adequate for the intended use. The loosening of the locking caps is most likely due to insufficient application of torque applied to the locking caps by the surgeon during the construct but the lack of implantation details of the construct deem the disposition to be indeterminate. Device was used for treatment, not diagnosis.